Manufacturer narrative:
Gore® tag® conformable thoracic stent graft with active control system - tgmr404010e, tgm454510e (not implanted) device not returned to manufacturer. Presumed disposed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with thoracic aortic aneurysm was intended to be treated with gore® tag® conformable thoracic stent grafts. A gore® dryseal flex introducer sheath was reportedly inserted into the left iliac artery to provide access for the stent grafts. The patient started bleeding from the left iliac artery before the guidewire and stent grafts were inserted. It is unknown whether the bleeding started before or after the sheath was inserted into the access vessel. The sheath was apparently sized to accommodate the larger of the two stent grafts. The nominal outer diameter of 8.8 mm exceeded 6.5 mm diameter of the left access vessel. It was reported that the patient died intra-procedurally due to unknown reasons subsequent to the start of bleeding. The physician unsuccessfully attempted resuscitation. It is unknown what caused the bleeding. A ruptured thoracic abdominal aorta is also possible but not confirmed. No other information has been provided indicating an alternative cause of death. The physician has declined to provide additional information regarding the complaint. The sheath was returned. No imaging is available.

Manufacturer narrative:
A review of the manufacturing records provided by indicated the device met pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.